Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ongoing blood glucose (bg) levels under 40 mg/dl. Customer alleged the pump did not deliver insulin as intended. Tandem technical support performed a pump system check and determined the pump functioned as intended, however, the customer maintained insulin was not delivered as intended. Customer ate candy and carbohydrates to address low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.